Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff due to thrombotic host tissue on the outflow. The free margins of the non-coronary and left cusps were folded back; adhered to the host tissue. The left right and right non-coronary commissures were intact. Remnants of pannus remained attached to the right cusp extending to the right non-coronary inferior captive area. Pannus extended 1 to 3 mm onto the right cusp showing evidence of a reduced orifice area. Off-white to maroon thrombotic host tissue filled and stiffened all leaflets on the outflow. Radiograph showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.

Event description:
Medtronic rec'd information that this bioprosthetic valve, implanted 5 months, was explanted due to stenosis related to pannus overgrowth. There were no adverse pt effects reported.